Event description:
The surgical table started to move in several different directions while the patient was still on it. The table was in beach chair position. Customer was able to stop it by turning it off.